Event description:
User facility reported an uneventful novasure uterine ablation was completed in 2008 and the pt was discharged home. Shortly after the ns procedure (date unk) an outpatient laparoscopy was done which revealed a bowel burn. Three days later, the pt went to the emergency room (ER) with right lower quadrant pain and was admitted to the hospital. During f/u two months later, it was reported that during the laparoscopy no burn to the outside of the uterus and no uterine or bowel perforations were noted. The pt was admitted to the hospital two months prior, for observation only. No treatment was needed and the pt was discharged four days later. Additionally, it was reported the physician saw the pt on f/u the following month, and she "is doing fine".

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. This device was not returned for eval. Device history record (DHR) review was conducted for the radio frequency controller. No abnormalities were noted and the device was released meeting all qa specs. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system.